Event description:
Pca pump not infusing correctly. At 2330 after report 24 cc were to be left in syringe but in actual 31 cc were left. House supervisor paged to obtain different pca pump. Pca pump replaced with older version pump. Pt did not get adequate pain relief. Pump sent to biomed for testing, b. Braun bodyguard 575 colorvision pca pump.